Event description:
It was reported by a physician's office that vns patient was deceased. An online obituary provided the date of death was (B)(6) 2013. Additional relevant information has not been received to-date.